Event description:
Vessel sealer blade would not retract. Equipment was removed safely from abdomen, tested and still not working properly. Equipment was then removed from field, and bagged for further review. Patient free from any harm.